Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a second valve was implanted, valve-in-valve for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon review of the updated information, it was determined that this event is a duplicate. The details of the event have been reported in report 2025587-2018-01676. If information is provided in the future, a supplemental report will be issued.